Event description:
Event description gudiant received information that while performing an atrial threshold test, capture was lost, but upon repeatedly pressing the stop test button, the amplitude continued to decrement. The stat pace button was pressed and an error code of 2604 was received. The programmer was put through a hard reboot and returned to normal operation, but it will be returned for analysis as the caller is not comfortable with the programmer.